Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for the event. The patient received unspecified treatment. On an unknown date, the patient was discharged. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.